Event description:
An event involved a plum 360 infuser where it was reported that the pump was stop during infusion. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.